Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated total bilirubin (tbili) results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the smp wsh syr o-rng, list number 09d52-03, rgt syr o-rng, list number 09d53-03, smp wsh seal tip1, list number 09d37-04, smp wsh seal tip2, list number 09d38-03, and seal, water line, syringe, part number c-35016437-01, lot number sz72005039, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated total bilirubin2 results for three patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.2-1.2 mg/dl): sample ID (B)(6), 37-year-old female, initial result was 3.4, repeat result was 0.3 mg/dl sample ID (B)(6), 48-year-old female, initial result was 2.4, repeat result was 0.3 mg/dl sample ID (B)(6), 36-year-old male, initial result was 7.3, repeat result was 0.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1 patient identifier: multiple = sid (B)(6). All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated total bilirubin2 results for three patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 0.2-1.2 mg/dl): sample ID (B)(6), 37-year-old female, initial result was 3.4, repeat result was 0.3 mg/dl, sample ID (B)(6), 48-year-old female, initial result was 2.4, repeat result was 0.3 mg/dl, sample ID (B)(6), 36-year-old male, initial result was 7.3, repeat result was 0.6 mg/dl. There was no impact to patient management reported.